Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the washer and found the leak was coming from around the washer door seal. The technician identified that the door cable was loose and the door latches required adjustment. To resolve the issue, the technician adjusted the door latches, replaced the door cable, ran a test cycle and confirmed the unit was operating to specification. The washer was installed in april of 1999 and is not under a steris service contract. No further issues have been reported.

Event description:
The user facility reported their unit was leaking water. No injuries or procedural delays/cancellations were reported.